Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the black screen and not turning on. A field service engineer (fse) attempted to resolve the startup issue but was unsuccessful. The fse then executed a pas reimage using the universal serial bus (usb) method and applied the server synchronization to the database. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a black screen and was not turning on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.